Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, cracked cartridge. Additional information was received that the cartridge was cracked and may have damaged the lens. The lens was removed and replaced during initial procedure. There was patient contact and no patient impact.

Manufacturer narrative:
The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The tip has a large aneurysm that has torn on the right side. The tip also has heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. Both haptics were folded in typical of loading into a cartridge. Edge damage was observed. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The root cause for the company cartridge damage appears to be related to a failure to follow the (instructions for use) IFU. Inadequate viscoelastic was observed. The tip had a large aneurysm that had torn on the right side. The tip also had heavy stress. The extensive tip damage would also indicate the lens/plunger were not in acceptable positions. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).